Event description:
It was reported the devices were used for a v.a.t.s it was reported by the rep. That the devices broke because too much tissue was inserted into the jaws. New instrument was used to finish the case. There was no consequence to the patient.